Event description:
During a surgery, the spring arm was moved into position for the surgeon when the spring arm snapped. The cable prevented it from falling to the floor. The hospital did not report any injuries.

Manufacturer narrative:
One maquet field rep visited the hospital and replaced the spring arm that broke with a new one. He examined the other 15 units in this facility and found cracks on all of them, on the cupola end. In total 16 spring arms have been replaced and some of them shipped to the supplier for eval. The root cause can not be determined at this time. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet provides product failure investigation, analysis and resolution for the device described in this report.